Event description:
It was reported that during an atrial fibrillation (afib) procedure, the signal loss occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. No error message was reported. . The connecting cable was exchanged with a new cable with no resolution. The issue was resolved by exchanging the catheter and the case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the signal loss occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. No error message was reported. . The connecting cable was exchanged with a new cable with no resolution. The issue was resolved by exchanging the catheter and the case was completed without any patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.